Manufacturer narrative:
Medwatch report #: mw5081174. The customer reported the fuse was replaced and no further issues have been reported at this time. The suspect component is not available for evaluation.

Event description:
The customer reported while using the vela ventilator; the device started alarming. The customer reported the therapist entered room to find ventilator screen black and vent shut off during patient-use. The customer reported the biomed found a blown f402 pico fuse and after replacing the fuse, no issues were reported to date. The customer reported there is no patient consequence associated with the event.